Manufacturer narrative:
Additional information: lf1837, blunt tip sealer divider lf1837 (lot#: 41930110x) h3: evaluation summary: medtronic conducted an investigation based upon all information received. The device data was available for evaluation. An evaluation was led of a vlft10gen for a non-reportable condition involving an error message with a ligasure device. During the investigation a generator software issue was identified as being related to the reported error message in which this error message may occur when the vlft10gen generator performs an authentication check to confirm that the ligasure instrument has not been used previously. This identified software issue has a potential for patient harm. It was reported that the device showed an error code. The reported issue was confirmed. The most likely cause was traced to inadequate to software design. Software enhancements have been implemented to mitigate this condition. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter prior to use, a photo was submitted showing an error code 420 and a usage limit message came up on screen when plugged in. The device has already been used. The device was connected to the generator with software version 4.4. Replaced with another device, and it worked fine. There was no patient involvement. Medtronic's initial evaluation of the incident device found an ft10 generator software issue related to the customer's operating software version in which the authentication check gives an incorrect error message.

Manufacturer narrative:
Additional information: g3, h3. Evaluation summary: medtronic conducted an investigation based upon all information received. An evaluation was led of a vlft10gen for a non-reportable condition involving an error message with a ligasure device. The device was not returned, but a photo and device logs were available for evaluation. During the evaluation a generator software issue was identified as being related to the reported error message in which this error message may occur when the vlft10gen generator performs an authentication check to confirm that the ligasure instrument has not been used previously. This identified software issue has a potential for patient harm. It was reported that the device showed an error code. The reported issue was confirmed. The most likely cause was inadequate software design. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.